Event description:
It was reported that during use in the ICU, the arterial access showed incorrect systolic values. The low measurement value displayed did not correspond with the patient's condition and was clearly disproved by non-invasive measurement methods. As a result, the catheter was replaced and used without issue. However, it was noted that prior to replacement, all possible sources of error were excluded. It is unknown if this issue caused a delay, however, there was no reported death or complications as a result of this occurrence.

Manufacturer narrative:
(B)(4).